Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 1.2 failed, to detect on bus, which located on 2s3. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1 initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 1.2 was failed. A field service engineer found that the half height drawer 1.2 in the auxiliary section was not reading any of the cubies inside the drawer, resulting in a device not detected on bus error message and reseated the row board cable to resolve the issue. The system functioned as intended after the field service engineer repaired the device.